Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 128 mg/dl. After the troubleshooting was done, customer was advised that pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad dome. No button error alarm. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.